Event description:
Report status: serious injury-medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that a coronary perforation occurred following deployment of a 3.5 x 23 vision stent in the mid left circumflex which was treated with a jostent graftmaster 3.0 x 19. Reportedly the pt had hypotension and tamponade. No additional event or pt information is available.